Event description:
The medical air supply was connected to the medical air input on the blender and the oxygen supply was connected to the primary output not the oxygen input. The blender was set to deliver 21% oxygen but when the auxilary outlet oxygen concentration was tested it was 100%. A flow meter was connected to the auxilary output. The flowmeter was delivering blended gas to the baby via a nasal cannula.